Event description:
It was reported via phone call that customer experienced both high blood glucose level and low blood glucose. The customer¿s blood glucose level was 29.7 mmol/l and 2.0mmol/l. Customer treated low blood glucose with food. Current blood glucose level was 31.4 mmol/l. Customer having nausea, vomiting and headache symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.